Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-oct-2022 . H6: investigation summary one sample along with photos were provided to our quality team for investigation through visual inspection of both the photos and sample returned, a black line across the barrel was observed. This was identified to be a burn mark from the molding process. A device history review was performed for reported lot 2204019, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Molding parameters were also review and verified all to be within the validated process limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, the mark likely generated during the molding process.

Event description:
It was reported that the bd plastipak ¿ 3-piece syringe has foreign matter in fluid path. The following information was provided by the initial reporter, translated from dutch to english: bd syringe 50ml is dirty, brown.

Event description:
It was reported that the bd plastipak ¿ 3-piece syringe has foreign matter in fluid path. The following information was provided by the initial reporter, translated from dutch to english: bd syringe 50ml is dirty, brown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.